Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) post-operatively dropped downward when the patient stood, resulting in dislodgement of the right ventricular (rv) and right atrial (ra) leads. The ICD pocket was noted to have been created within a fat layer and the fixation sutures were also placed in the fat layer. The leads were repositioned. The ICD pocket was recreated deeper, above the muscle fascia beneath the fat layer. The ICD was sutured to the muscle layer. The ICD and leads remain in use. No patient complications have been reported as a result of this event.